Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI implantable port was received for evaluation. Visual, microscopic and functional evaluations were performed. The sample appeared to have residue throughout. Suture wire was received with the port. One suture plug was received detached from the port body. The manufacturing evaluation site states, the complete detachment of the suture plug from the base of the port was observed. Therefore, the investigation is confirmed for the reported suture plug detachment issue and identified loss of failure to bond issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent a port placement procedure using powerport m.r.I. During procedure, when the surgeon attempted to suture the port in place, the white rubber component unexpectedly popped out of the port. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent a port placement procedure using powerport m.r.I. During procedure, when the surgeon attempted to suture the port in place, the white rubber component unexpectedly popped out of the port. There was no reported patient injury.